Event description:
A physician attempted to use a graftmaster stent to seal a perforation that occurred during a procedure to treat a chronic total occlusion of the proximal left anterior descending (lad). The graftmaster did not seal the perforation. The physician then unsuccessfully used a second graftmaster with prolonged balloon dilatation. The patient underwent an emergency CABG and surgical treatment for the perforation. The patient's current condition is unk.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any releveant finding will be submitted in a follow up report.